Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for withdrawal difficulty. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Ethnicity: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band syringe was difficult to remove from the inflation port post inflation of the tr band. It had to be removed with a good amount of force. When this occurred, air escaped from the inflation port and the tech had to reinsert the syringe into the inflation port to add air back into the band to, once again, to reach hemostasis. The band was placed at the end of an attempted r2p case that was unsuccessful due to a chronic total occlusion (cto) of the right external iliac. The case was started with a 6fr glidesheath slender (gss) a kit, a regular glidewire in a diagnostic catheter was used to take the initial run, the glidewire was exchanged for a 260cm gwa. The 6fr gss, was then exchanged for a 119cm destination slender, a 150cm straight tip navicross was then used to cross the lesion but the interventional cardiologist (ic) was not satisfied with the image quality on the monitor and decided to convert to femoral which failed, then a pedal stick was attempted and that also failed. The 119cm destination slender was then removed over the 260cm gwa with the dilator in. The tr band was then placed properly on the patient's right wrist at which time the issue described above occurred. Post procedure, the patient experienced a cold hand and diminished pulse oxygen. The tr band was removed and thrown away with the procedural trash. The ic diagnosed the patient issue as radial spasm. Nitro paste was applied to the patient's wrist and within 30 minutes his hand warmed up and his pulse oxygen returned to normal. The patient was discharged without any further complications. The procedure outcome was unsuccessful. Additional information was received on 05october2020: the patient was in stable condition. They did not use an additional tr-band when the issue with the original band was discovered. Additional information was received on 16october2020: when the tr band was re-inflated, it was not thought that too much air was inserted and caused a radial occlusion. The tech re-inflated to the point she felt that the patient hemostasis was achieved. A modified allen test was performed prior to the case, there was no evidence of ulnar artery occlusion. There was no other malfunction associated with the tr band, other than the difficulty removing the inflator syringe from the tr band's one-way valve on the inflator balloon. Nitro was the only product given during the case which included: prior to inserting the glidesheath slender (gss), upon exchange for the r2p sheath. The poor image quality was due completely to their quality of equipment, not the r2p and not because of the patient's disease. It did take more force than normal for removal of the r2p. Within 15 minutes after removal of the r2p and application of the tr band, the signs and symptoms of radial spasm presented.